Event description:
Patient's father reported the pump is not giving the correct insulin. Father stated the patient's blood glucose levels have been unusually elevated. Patient reported he changed his infusion set and thought the pump was working fine again. Patient stated at 7 am on (B)(6) 2014 his blood glucose level was 8.1 mmol/l; thought this was unusual because he would normally be a consistent 5.5 mmol/l. Patient reported giving a corrective bolus of 1.5 units and then at 1 pm received a reading of 7.8 mmol/l then had lunch. Patient stated he continued to check his blood glucose levels and did not eat any food from 1 pm onwards, during which blood glucose tests were done at 3 pm, 4:30 pm, and 6 pm. Patient reported he noticed he had a steady blood glucose level of 11 mmol/l up to 11.4 mmol/l; gave a corrective bolus each time of 2.5 units of insulin. Patient stated before dinner at 7:46 pm his blood glucose reading was 11.1 mmol/l and he took a correction bolus of 2.0 units. Patient reported that after dinner and before bedtime around 9:40 pm his blood glucose level was 4.5 mmol/l. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). The patient's weight was reported as (B)(6).